Manufacturer narrative:
Per the pump user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose reached 46 mg/dl due to receiving the minimum fill notification and customer kept filling her tubing while she was connected to infusion set site. Reportedly customer was given IV fluids, which resolved low bg issue. Reportedly, a new cartridge was filled and loaded successfully.